Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens was found to be cracked. The lens remains implanted with no reported harm to the patient. Additional information has been requested.